Manufacturer narrative:
(B)(4). Batch # unk. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The lot/batch was not provided; therefore, the manufacturing record evaluation could not be performed. Additional information was requested but unavailable: can you please clarify the event of "dr. Feels the device strange"? Did the device make a strange noise? Or was there something that occurred to led to the doctor to state this? Please provide further detail of the event. When the doctor fired outside of the patient and the device "did not open again", were the devices jaws eventually able to open? If yes, how were the jaws opened?

Event description:
It was reported that during an unknown procedure, the doctor uses the pistol three times. In the fourth attempt, the clamp is locked, and doctor feels the device strange. The doctor fired outside of patient and the device did not open again. There was a delay of 5-minutes. The procedure was successfully completed. There were no patient consequences.

Manufacturer narrative:
(B)(4). Batch # r94942. Additional information was requested, and the following was obtained: can you please clarify the event of "dr. Feels the device strange"? The device is not working as it usually does. At the moment of firing the dr. Feels a strange sound and feels the gun harder than normal. Did the device make a strange noise? Or was there something that occurred to lead the doctor to state this? Yes. The device made a strange noise. Please provide further detail of the event. When the doctor fired outside of the patient the device "did not open again". Were the devices jaws eventually able to open? If yes, how were the jaws opened? The jaws did not opened again. They had to change the device. Device analysis: the analysis results of the el5ml found that the device was received with one jaw broken at bifurcation. In addition, the tyvek was returned along with the instrument. The device was disassembled and evidence of corrosion was found throughout the broken area. Five remaining clips were found on the clip track. The most likely reason for jaw bifurcation breakage is stress corrosion cracking and the most likely root cause is exposure to a solution containing chlorine. The reported complaint was confirmed. In addition, in order to avoid this kind of issue please do not reuse, reprocess or re-sterilize device. Reuse, reprocessing or re-sterilization may compromise the structural integrity of the device and/or lead to device failure that in turn, may result in patient injury, illness or death. A manufacturing record evaluation was performed for the finished device lot r41027 number, and no non-conformances were identified. A manufacturing record evaluation was performed for the finished device batch r94942 number, and no non-conformances were identified.